Manufacturer narrative:
Date of event: it was reported that the event occurred on an unknown day in january of 2023. Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused medication to the patient. It was observed that the patient did not receive the full dose of medication over the expected 24 hour period. This issue was further described as, ¿had several days over the past week where the benzylpenicillin infusors have not completely infused¿. The device was filled with benzylpenicillin 14400mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from august 09, 2022 - august 11, 2022. H10: three (3) actual devices were received for evaluation containing 26ml, 42ml, and 43ml of fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.